Manufacturer narrative:
(B)(4): the customer reported that the alarm silence key is activating independently of the user. No patient harm was reported. Based on the product information, should this occur, it is possible that a patient alarm will not be heard by the user. The customer reported that this touch screen was physically damaged and the indicator for alarm silencing was appearing intermittently even though there was no alarm condition. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the alarm silence key is activating independently of the user. No patient harm was reported.